Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the device had crosstalk with competitive atrial pacing during sinus tachycardia, which led to inappropriate safety pacing. The event was noted on a stored egm for a nonsustained lead noise episode. The device was reprogrammed.

Event description:
New information received notes that there were still episodes that are at times blanked by the atrial pacing events after previously reprogramming the device. Furthermore, non-sustained rv oversensing episodes and slow vt events were observed. Medication will be administered and further reprogramming will be made.